Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device could not be powered on with the returned pad-pak and a flashing red status led was observed. During the investigation the returned pad-pak was found to be depleted beyond any use. However, the sam 350p performed to specification throughout the investigation, and no fault was found with the device that would have caused the pad-paks to deplete. Given no fault found with the device, it could not be confirmed as to why the pad-pak failed therefore the investigation was unable to determine a root cause for the pad-pak¿s depletion.

Event description:
The distributor contacted heartsine to report their device was not working with several pad-paks. Inability to power on a device may delay or prevent defibrillation, which may contribute to an adverse event. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Reports of device not working with several pad-paks indicate it may contribute to an adverse event. No patient involvement.